Event description:
It was reported the patient presented for implant procedure. Prior to the procedure, the leadless pacemaker (lp) had difficulty loading onto the delivery catheter. During surgery, the lp prematurely separated from the delivery catheter and migrated to the right atrium. The lp was retrieved and the implant attempt abandoned. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature separation was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.